Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax1558 showed no other similar product complaint(s) from this lot number.

Event description:
The statlock device included in the powerpicc tray allegedly failed. The plastic part which matches with the holes of the wings of the catheter splits from the textile base of the statlock. As a result of the statlock the catheter suffer a dislodgement. The catheter was removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of detachment of the plastic retainer is confirmed, however the cause is unknown. One photograph of a statlock PICC plus was returned for evaluation. A visual observation of the photograph showed blood residue on the sample, the surrounding dressing material, and the patient¿s skin. It was observed that the plastic retainer of the statlock was missing. An outline of where the retainer should be could be seen on the surface of the pad of the statlock. It was also observed that the pad was torn where the right side of the retainer should be. It is unknown what caused the retainer to detach from the pad of the statlock; however, based the evidence observed in the returned photograph and the description of the reported event, possible contributing factors include excessive force on the retainer during removal or manipulation of the device and insufficient adhesive coverage.

Event description:
The statlock device included in the power PICC tray allegedly failed. The plastic part which matches with the holes of the wings of the catheter splits from the textile base of the statlock. As a result of the statlock the catheter suffer a dislodgement. The catheter was removed. No patient injury was reported.